Event description:
The report received from the field indicated that prior to use, the sterile pouch had a vertical tear in it. It did not occur when they opened the product carton. The tyvek of the pouch was roughly torn in a vertical direction. The product was not clinically used and will be returned. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional will be submitted within 30 days of receipt.